Event description:
Further information was received from the physician's office. It was reported that the increase in seizures was probably not related to vns stimulation, probably related to an external factor (not vns), and not related to low battery. No intervention was taken for the increase in seizures and it was stated that the seizure frequency was coming back down. Diagnostics were noted to be ok.

Event description:
Patient was reported to be referred to generator replacement due to low battery "unable to interrogate generator" and "significant increase in seizure frequency from baseline." Further information was received that the patient was able to be successfully interrogated and that the device "showed no issues." The replacement was stated to be postponed until the battery was "closer to eos." No further information related to the increase in seizures was provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.